Event description:
The duett sealing device was deployed following an interventional procedure in the right common femoral artery. It was reported that a non-standard technique of applying the occlusive and non-occlusive pressure steps of the duett deployment was used. Following the deployment, the pt developed a large hematoma. Treatment consisted of manual compression and the discontinuation of reopro for 2 hours. The event was resolved and no further complications were reported.